Manufacturer narrative:
Analysis reports the insulin pump had a motor error alarm during rewind due faulty fsr(gold). The motor was tested outside device and passed. Also minor scratches to display window, cracked case near display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during bolus. The customer blood glucose level was 16.0 mmol/l. Customer states they do not uses the sensor feature one the pump and able to complete a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.